Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders are not crossing to station due to software issue. The technical support specialist verified the server and they found issue was on carefusion coordination engine rebooted for windows updates. The issue was resolved and communication restored. The system functioned as intended after the technical support specialistr troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had an issue where all patients and orders were not crossing all stations. The customer reported that their adt is not communication on all devices and there was a delay in patient care. There were no adverse events or injuries reported based on this event.